Event description:
Boston scientific received information that this device was electively explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory initial testing noted the device had no telemetry. Visual inspection noted several dents, scratches, tool marks and electrocautery burn marks on the case of the device. High powered microscopic visual inspection noted numerous cracks and damage to a part of the hybrid. Further analysis of the device could not be performed due to the damage. Analysis concluded that the damage to the device was induced at the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.